Event description:
This event involved a patient 5 years and 3 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries met all requirements for release. Functional analysis of the batteries revealed that four ((B)(4)) of the six returned batteries contained a faulty cell pair compromising the batteries performance. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.